Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is thus based on the inspection of the manufacturing records of this lead as well as the analysis of the ICD. The quality documents accompanying the manufacturing process for this lead were re-investigated. All production steps were performed accordingly. There was no indication of a material of manufacturing problem. The ICD was received for analysis and inspected. Upon receipt the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. The memory content of the ICD was inspected. The available iegms revealed the presence of noise in the right ventricular and farfield channels, which led to at least 4 shock deliveries. Therefore, a sensing test was performed and the sensing functions of the ICD proved to be as specified. Further analysis of the data confirmed the out or range impedance values mentioned in the complaint description. In summary, there was no indication of an ICD malfunction. The integrity of the lead cannot be assured.

Event description:
It was reported that the ICD was prophylactically explanted and replaced due to the field safety corrective action, bio-lqc, initiated in march 2021. The ICD was implanted and active for approx. 54 months. Furthermore, high shock impedance over 150 ohms was detected.